Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise. No intervention was performed. The patient had no adverse consequences.